Event description:
During product evaluation, failure code 570:320 was found in the pump's event history. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event. No add'l info is available.